Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that patient underwent post anterior/posterior repair with removal of vaginal scar tissue. Also reported was a bladder suspension in 2003. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/26/2016. It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent sling implantation concurrent with transvaginal hysterectomy (cervical cancer) and uterosacral ligament suspension. It was reported that a revision procedure (vaginal reconstruction) and excision of scar tissue was completed on (B)(6) 2010. The patient is unsure if mesh was removed.